Event description:
The patient reported she was unable to establish communication between her scs ipg and external devices as she had not charged her ipg in approximately six months. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.